Event description:
It was reported that placement of the sutures of five proglide and one prostar xl were attempted in a heavily calcified right and left common femoral artery (rcfa, lcfa) using the preclose technique before an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, three proglides devices were used to pre-place sutures in the rcfa, but because of the heavy calcification no sutures were present after device deployment. The arteriotomy was a 6f in the rcfa. The sheath was changed to a 10fr and a prostar xl was attempted; however, not all the needles were present after deployment. Two proglide devices were used to pre-place sutures in the lcfa but because of heavy calcification no sutures were present after suture deployment. The arteriotomy was a 6fr. The patient was transferred to surgery to close both the rcfa and the lcfa vessels with surgical sutures after the aaa procedure. The procedure was delayed approximately 30 minutes. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide and prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device indicates that a posterior cuff miss occurred and this confirmed the reported experience. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide and prostar xl devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The other perclose proglide devices and prostar xl device are being filed under separate medwatch MFR numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.